Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator began alarming at the patient's bedside along with an alarm coming across the central alarm system. Upon entry to the patient's room, the rrt (registered respiratory therapist) noted that the ventilator was displaying the start-up screen as if the ventilator had spontaneously restarted. By the time the rrt got to the bedside, the ventilator was ventilating the patient. There was no harm to the patient as the patient was breathing without issue through the circuit. The patient was placed on another ventilator.